Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter fell out of the patient on (B)(6) 2021, which was placed on (B)(6) 2021. It was stated that there was no visible damage on the balloon.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Visual inspection noted one temperature sensing catheter attached to a cut portion of the inlet tubing was received without the original package. No obvious defects were noted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aqueous methylene blue per 100 ml distilled water) and the balloon concentricity was observed to be 60 versus 40. The balloon was rested for 30 minutes without leakage and passively deflated without issue or cuffing or returning 10 ml of solution. The drainage lumen was flushed and no leakage was observed. The product was used for the treatment purposes. It was determined that the product had no relationship with the event due to the investigation being unconfirmed through the sample evaluation. The product had met specifications. A potential root cause for this failure mode was unable to determine due to the reported issue was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Per investigation a labeling review was not required. The actual/suspected device was inspected

Event description:
It was reported that the catheter fell out of the patient on 20mar2021 which was placed on 18mar2021. It was stated that there was no visible damage in the balloon.